Event description:
It was reported that a patient underwent renal cryoablation using four ice rod cx needles. The needles passed integrity testing with no issues detected. Immediately after the first and second freeze cycles were stopped, the patient experienced electrical shock. The patient had temporary pain, but no injury was noted and the case was completed successfully. The patient also presented with a post-procedural skin burn from the gray needle tubing lying on the patient protected by a thin sheet. The burn was first, possibly second degree with no signs of necrosis. Non-prescription burn cream was recommended for treatment. This event is being reported for the muscle spasm event.

Event description:
It was reported that a patient underwent renal cryoablation using four icerod cx needles. The needles passed integrity testing with no issues detected. Immediately after the first and second freeze cycles were stopped, the patient experienced electrical shock. The patient had temporary pain, but no injury was noted and the case was completed successfully. The patient also presented with a post-procedural skin burn from the gray needle tubing lying on the patient protected by a thin sheet. The burn was first, possibly second degree with no signs of necrosis. Non-prescription burn cream was recommended for treatment. This event is being reported for the muscle spasm event.

Manufacturer narrative:
The device was returned for engineering analysis. The investigation did not identify a failure with the device. The needle passed all investigative testing and was found within specification. The reported skin burn was determined to be a use of device error and is unrelated to the MDR event.